Event description:
It was reported that a spectrum infusion pump displayed continuous downstream alarms during infusion in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of continuous downstream occlusion alarms was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor out of calibration. The force sensor requires calibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.